Event description:
Boston scientific crm received information that increased threshold measurements and decreased sensing measurements were observed. Impedance measurements also had decreased slightly. A lead dislodgement was suspected; however, it was unable to be determined if the lead was dislodged before or after the stylet was inserted for the lead revision. The lead was successfully repositioned and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.